Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the surgeon that the patient who was recently implanted with a sentiva got an infection suspected to only be at the generator site, however out of precautions the surgeon explanted both the lead and generator. The device history records of the lead and generator were reviewed. The generator and lead passed final quality and functional specifications prior to release. It was confirmed that both devices were sterilized prior to being released. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.